Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 225cc saline breast implants, cat#:3501630, lot#:270270. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 225cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: left replaced with cat#:3501630, sn#: (B)(4), and right replaced with cat#: 3501630, sn# unknown on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear in the posterior view measuring approximately 0.1 cm. Also a crease was observed within the tear. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).